Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, when the device was opened for use, the stent was noticed to be broken. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''okay.'' Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the pigtail on the bladder end of the device was detached. The suture hole on the bladder end was slightly ripped, which is consistent with one caused by the suture when it is being pulled. Additionally, the bladder pigtail tip detached at the second suture hole. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opening the packaging.

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, when the device was opened for use, the stent was noticed to be broken. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "okay." Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).